Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation. The customer's meter was returned for investigation. Full display check was performed on the meter and no missing or faded display segments were observed. The reporter's meter was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Error 5 and error 9 were not observed during the testing. The meter's error log was reviewed and error 5 was observed in the log. Error 5 occurs when the applied sample volume is insufficient or when sample detection is uncertain. Error 9 was not observed in the meter error log. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer states the meter displayed error 5 and then the display flipped and showed a 9. The customer stated the 5 and 9 are flickering back and forth at the same time. No misinterpretation of results was alleged.